Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, occlusion was found to be within the cartridge due to the cartridge leaking from the patient line. Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 180-220 mg/dl.